Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports the 4x8 double x-ray gauze is falling apart and creating debris.

Manufacturer narrative:
Submit date: (B)(4) 2016. The device history record (DHR) for lot 15g091062x indicates that there were no issues found in the samples inspected from the lot. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (cap) was opened because of linting/short fibers and is currently in an open investigation status. The corrective action plan for this CAPA is to develop a process to measure the amount of short fibers per sponge. Install a system to signify if the vacuum is working on the tenter and is on. Increase the amount of suction on the tenter vacuums. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.